Event description:
Revision surgery - due to replaced humeral component, kept ulnar component and condyles.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See d4 expiration date, h4 and h11 complaint has been evaluated and is similar to previous report number 1644408-2023-00165; 114905, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.